Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device applicator did not fire, and the sensor could therefore not be inserted. The customer became hypoglycemic and required ambulance called to home. A healthcare meter result of 28 mg/dl was obtained and the customer treated with g30 and g5 IV infusion (glucose infusion). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device applicator did not fire, and the sensor could therefore not be inserted. The customer became hypoglycemic and required ambulance called to home. A healthcare meter result of 28 mg/dl was obtained and the customer treated with g30% and g5% IV infusion (glucose infusion). There was no report of death or permanent injury associated with this event.